Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Toothbrush head is not staying on at all, entire head fell off [device breakage]. Case description: consumer contacted via e-mail and stated that the toothbrush head was not staying on at all, and that morning the entire head fell off. No serious injury was reported.